Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-sensed t-wave oversensing (pstwos). The ICD was reprogrammed. The patient was in stable condition.